Manufacturer narrative:
Vyaire file identification: pc-(B)(4) a vyaire field service representative (fsr) went onsite and evaluated the ventilator. An ovp (operational verification procedure) was performed on this unit to factory specifications. The unit was calibrated to meet all manufacture specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea standard ventilator experienced intermittent auto cycle. The customer confirmed that there was no patient involvement associated with the reported event.